Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that in the 4th floor ICU, resistance was met when inserting the guide wire through the catheter. The insertion site was the subclavian. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.